Event description:
Per the clinic, the patient experienced sore at the implant site. Subsequently, the patient was treated with topical antibiotics on (B)(6) 2023 (specific duration not reported). The patient was treated with oral and topical antibiotics again on (B)(6) 2023 (specific duration not reported).

Manufacturer narrative:
This report is submitted on august 10, 2023.